Event description:
Rn was providing lidocaine injection to patients surgical site on the back. The needle broke off into the patient. The md was made aware. Md performed ultrasound guided excision to remove the needle tip but did not see the needle in excised tissue. Tissue was sent to the lab. Patient was transferred to emergency department to provide further assistance with foreign body removal.